Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were diagnosed with tmj disorder after wearing the byte aligners. Their dentist and chiropractor confirmed the injury. The experienced bad migraines, jaw aches and episodes of lightheadedness. Their jaw shifted sideways as a result. They are currently using invisalign to correct the problem that the byte aligners caused.